Event description:
The customer reported being hospitalized for low blood glucose of 35mg/dl. Troubleshooting was performed. The time on the insulin pump was incorrect. Assisted the customer in setting up the time and date. Advised the customer that having the incorrect time/date on the device may cause his blood glucose not to be stable and get his basals at the indicated time. Found that the customer was running a temporal basal and a temporal pattern a, which it was set for 144 units for a 24 hour total. Called to his doctor to verify the settings and it was stated that the customer was not set on temporal basal rate or any patterns. The bolus history showed a low reservoir alarm. The customer stated that the doctor advised him to have a replacement of the device. Instructed the customer to discontinue use of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.